Manufacturer narrative:
The reported event of "the guide wire accidentally penetrated the insulation layer of the lead" was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the lead insulation was perforated at 84.6cm from the connector pin consistent with procedure damage. The cause of the reported event of insulation damaged was consistent with procedural damage.

Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the insulation of the left ventricular (lv) lead became damaged while the physician was maneuvering the guidewire about it. The lv lead was not installed, and new lv lead was successfully implanted. The patient was stable throughout the procedure.